Event description:
The complainant alleged that during incoming inspection of the device, after a repair return, that with a battery installed and unit plugged into a/c power the device would not power up. The complainant indicated there was no pt involvement with this reported malfunction.